Manufacturer narrative:
Date of event: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multiple sample needle had the sleeve fall off while attempting to discard the device. No report of injury or medical intervention. No report of blood exposure to mucous membrane.